Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm and autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields are h6 investigation findings, investigation conclusion, component code and h11 event summary. Charrah called regarding a series of alarms that occurred in the previous few minutes. Charrah could not recall the names of the alarms. She did say she pressed iab fill and restarted the pump. Esp personnel had her print the alarm log and it showed the last alarm was gas gain and the previous 6 were auto fill failure. Charrah confirmed all connections were tight and helium tubing was clear. The insertion sight looked good. The patient is on a ventilator with peep of 8. Esp personnel explained possible reasons for the alarms. Esp personnel gave her the direct contact number and told her to call back if the alarms return and she is unable to resolve using the help screen steps or become a nuisance. Charrah thanked esp personnel for the information.

Event description:
N/a.